Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: any malfunction of reprocessing accessories? No. Delay of pre cleaning? No. Delay of manual cleaning (if delayed, pre soaking is required)? No. Wiping / brushing the surface during manual cleaning? Yes. Was there any effect from other products/ reprocessing accessories/ aer (automated endoscope reprocessors) / ewd (endoscope washer disinfector) involved on the event? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to insufficient reprocessing. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was foreign material within the ig protector. Additionally, the scope cylinder had no color, due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire, the play of the knob is out of the standard value, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a cut, the universal cord¿s coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope¿s distal end was worn out. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the ig protector was found with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.